Event description:
In 2007, this patient presented with a ruptured abdominal aortic aneurysm and was treated with gore excluder aaa endoprostheses. At an unknown date, the pt presented with fever and pain, and was found to have klebsiella pneumoniae. In 2008, the pt was converted to open repair and the devices were explanted due to infection. As reported, the infection more likely resulted from the ruptured aneurysm at the time of implant and not from the gore devices. The explanted devices were retained at the hosp. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that ths lot met all pre-release specs. Please note attached list of additional devices implanted in this pt: pxt261416/lot#04890193, pxc181200/lot#04980820.